Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the "equipment does not switch on, only carries out the audio commands". There was no reported patient involvement.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed the reported problem. The customer declined the quote for repair. No further information regarding resolution of the reported problem. The device remains at the customer site.